Manufacturer narrative:
The technician found the gas springs were not functioning. He replaced the gas springs to repair the stretcher.

Event description:
Information received indicates the head section is stuck and will not lower.